Manufacturer narrative:
Citation: jabbour r et al. Delayed coronary obstruction after transcatheter aortic valve replacement. J am coll cardiol. 2018 apr 1 0;71(14):1513-1524. Doi: 10.1016/j.jacc.2018.01.066. Earliest date of publish used for event date and death date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding delayed coronary obstruction after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from an international multicenter registry of 18 centers between november 2005 and december 2016. From a total of 17,092 tavr procedures, 38 cases of delayed coronary obstruction were identified. Of these 38 patients (predominantly female, mean age 81.8 years), 26 were implanted with a medtronic core valve or evolut r bioprosthetic valve (no serial numbers provided). Among all patients, 19 in-hospital deaths occurred. The rate of death was higher if delayed coronary obstruction occurred within 7 days from the index procedure. No death occurred in any patient who survived to hospital discharge. Multiple manufacturer¿s valves were implanted in the study population. Based on the available information medtronic product may have been associated with the death(s). In one case, a (B)(6)-year old woman with a previously implanted non-medtronic aortic bioprosthetic valve underwent tavr. Pre-implantation computed tomography indicated low left coronary ostial height. A 23-mm evolut r bioprosthetic valve was successfully implanted. Final angiogram and aortography confirmed no obstruction after valve placement. At three days post-implant the patient experienced a cardiac arrest. Coronary angiogram revealed a partial left main obstruction. A bare-metal stent was implanted at the left main ostium with an acceptable final angiogram. However, 90 minutes following the onset of cardiac arrest the patient died. The authors suspected a native leaflet may have had occluded the left main coronary artery. No additional details were provided on this death event. Among all patients, adverse events included: complete or partial delayed coronary obstruction requiring intervention (some due to displacement of a calcified native valve leaflet or surgical valve leaflet), thrombus embolization, cardiac arrest, myocardial infarction, major bleeding/vascular complication, severe aortic regurgitation with a second valve implant, and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.